Event description:
It was reported to an impulse dynamics field representative on december 3, 2025, that a patient implanted with an osm ipg had their device explanted approximately three weeks prior. The patient's declining health led to the physician's decision to have the ipg removed and superseded by the need for an lvad or heart transplant. The osm ipg was explanted also in part because the patient "didn't like having to charge it." The explanted ipg was discarded from the hospital and is thus not available for evaluation.